Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the ins turned itself off. The caller noted the patient did not utilize her patient programmer (pp) at all and the patient had higher settings for her ocd/depression. The patient met with the hcp on the day of the call and they turned the ins back on and noted the ins was at 75%. The caller was not with the patient or hcp during the call. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the cause of the ins turning off by itself was due to the ins depleting because the patient did not recharge as educated. It was reported the issue had been resolved.